Event description:
It was reported that during patient use, the ventilator started to alarm and turned off by itself. After a short time, the monitor screen spontaneously became blue and said "initializing," with a red light around the encoder button and on top of the monitor screen. The respiratory therapist removed the patient from the ventilator and placed the patient on another device. There was no harm to the patient. According to the debug logs, the ventilator spontaneously initiated a restart, and the restart was completed within 15 seconds.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.